Manufacturer narrative:
One used sample was received for evaluation with various mating devices. As received, no visible damage or anomalies were identified on any of the returned devices. The used sample was leak tested and leakage occurred at the interface between the post of the chemolock port and the bond pocket of the y-connector. The reported complaint can be confirmed. The probable cause of the leak was due to an inadequate luer insertion during the manual assembly process. The lot review was performed and there were no issues found.

Event description:
The customer reported that 8.5" (22 cm) appx 1.0 ml, ext set w/microclave® clear, chemolock¿ port, spiros® w/red cap leaked chemotherapy. It was further described that after chemotherapy finished, there was a wet liquid noticed around the chemolock port from the backside of port. This occurred during patient use after an hour after the start. The patient was washed and the bed was changed. The chemo spill was cleaned up as per facility protocol. There was a minimal loss, that was found straight away and the extension set was replaced. The tubing was set up with standard setup saline line and chemo line in the extension set in respective ports, there was no blood loss or bleed back. There was no adverse event and no harm as a result of the event.